Event description:
The patient experienced fungal peritonitis manifested by abdominal pain and cloudy effluent. Five days later patient was hospitalized and began treatment with liposomal amphotericin b (IV(intravenous), 250mg, every day). On an unreported date, the patient?s peritoneal catheter was removed and the patient was placed on hemodialysis. Three weeks later the patient completed treatment with antibiotics, and the patient was discharged from hospital and recovered from the peritonitis. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a follow up report will be submitted.